Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a guide wire came out the side hole of the guide catheter. The guide catheter was positioned into the target coronary artery, and a non-bsc guide wire was inserted through the device. The guide wire went through the side hole on the guide catheter. It was reported that roughly 3cm of the guide wire was protruding out through the side hole. The guide wire was not able to be removed from the guide catheter, so both the guide wire and the guide catheter were removed as a single unit, and the procedure was completed with another of the same device without patient complications. The patient condition post procedure was reported to be "good".